Event description:
It was reported that the patient's husband was having trouble getting her to eat. He states she has never been a good eater, but it was never this dramatic. The reporter or patient have not discussed this with the physician yet. He states that 2 months ago they visited a physician about stomach problems she was having (prior to vns implant). He states she was not eating or drinking at the time, but has gotten progressively worse in that she was put in the hospital on (B)(6) 2011 in a comatose state. He reports that she says she can't eat much because her stomach is always upset. He does not think the vns started the problem since she had issues before she was implanted, but he feels that she has gotten much worse. Attempts for further information have been unsuccessful to date.